Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified proximal end of the left anterior descending artery. On the first inflation the apex monorail 8mm x 4.00mm balloon was inflated to eight atmospheres. On the second inflation the balloon was inflated to ten atmospheres and ruptured. The device was removed intact. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).